Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power system error. Blood glucose level at the time of the incident was 102 mg/dl. Customer stated the device has been depleting battery for the past 3 days. Customer stated that the power system error detected recurred within a week of troubleshooting from previous occurrence. Advised the insulin pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.